Manufacturer narrative:
Information was received indicating a case where a geenen pancreatic stent fractured during a procedure. Initial information received indicates it is possible a fragmented piece of stent was retrieved from the patient although requested no further information has been received relating to this incident or the outcome for this specific patient. The product lot number of the gpso device involved in this complaint was not provided. As the lot number was not provided; it was therefore not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not available to be returned for evaluation; with the information provided a document based investigation was carried out. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to determine the root cause for this complaint the complaint was confirmed based on customer testimony. A review of the manufacturing records for the gpso device involved in this complaint could not be reviewed as the lot number could not be provided. Gpso devices are used to drain obstructed pancreatic ducts. According to the instructions for use the user is advised as follows; "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precaution section of the IFU states; "this device should not be left indwelling for more than three months or as directed by a physician". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Info received indicating a case where a geenen pancreatic stent fractured during a procedure. Initial info received indicated it is possible a fragmented piece of stent was retrieved from the pt. No further info has been received relating to this incident or the outcome for this specific pt.